Event description:
The user facility reported that when the surgeon pulled the angio-seal back, the green tube did not come out. The puncture site could still be closed. The user pressed a little and collagen sealed the puncture site well. The user suspected that the green tube was still within the system; therefore, the angio-seal was cut open. However, it was not there. There was nothing in the patient. It looked like it was missing. The sales rep took an angio-seal with the same lot number to check whether it was correct, and the green rube was present. The procedure performed was a percutaneous coronary intervention (pci). Hemostasis was achieved with the involved angio-seal. The procedural sheath was used prior of the angio-seal was 6 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. There were no issues with insertion, deployment, or withdrawal of the device. The estimated blood loss was less than 250cc's. The patient was in stable condition. No equipment or other devices were used with the angio-seal. There was no harm to the patient.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to data privacy. A2: age or date of birth: requested, not provided due to data privacy. A3a: sex: requested, not provided due to data privacy. A3b: gender: n/a. A4: weight: requested, not provided due to data privacy. A5: ethnicity: requested, not provided due to data privacy. A6: race: requested, not provided due to data privacy. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned in rear lock position with several kinks noted along the shaft. The hemostasis sheath was returned with visible signs of damage along the body. The components were returned separated from each other. Functional testing was performed by cutting into the carrier tube to confirm that the tamper tube was returned. The tamper was confirmed to be within the carrier tube during functional testing. The complaint could not be confirmed for a missing tamper tube, but it could be confirmed for a kinked carrier tube that prevented deployment of the tamper tube. The exact root cause could not be determined. The likely cause was determined to have been damage sustained to the carrier tube during insertion into the sheath due to handling. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).